Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the passage of the clip applier, the membrane of trocar had been perforated. The device has been kept by the customer. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut. The envelope seal was intact. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. No enhancements or improvements were generated for the reported condition. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.